Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. The physician completed the procedure with transurethral resection of the prostate (turp) method, without clinical consequences to the patient.